Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 2000016922/19901175.

Event description:
It was reported that the patient had an infection at the incision sites. Symptoms of bumps and swelling were noted. It was unknown what caused the infection. The patient was placed on antibiotics and underwent an explant procedure. All devices were removed and will not be returned.